Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse determined the cause for the top cover to not maintain it's upright position was due to a leak in the top cover strut/piston. The fse replaced the top cover struts and the analyzer is operating according to specifications. No further evaluation of the analyzer is required.

Event description:
The top cover of an advia 120 instrument came in contact with the operators head, while performing daily work responsibilities. The operator completed the shift and did not require medical attention. There are no known reports of intervention or adverse health consequences due to this injury.

Manufacturer narrative:
The initial MDR 2432235-2013-00010 was filed on january 10, 2013. Additional information (06/24/2013): an urgent device correction (udc) - udc 10815438 advia 120 optics cover struts, smn 10309266 - was sent to customers in june 2013. The udc notifies customers that if the advia 120 instrument displays a problem when raising and supporting the optics cover, the operator should contact the service provider to arrange to have the cover struts serviced. Siemens field support will be proactively replacing the optics cover hood struts on a regular preventive maintenance schedule. Correction (06/24/13): the catalog number was incorrectly stated as 067-a004 in the initial MDR. The correct catalog number is 453-0024-15.